Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 200 ohms in triad configuration. Shock impedance measurement was normal when in rv to can configuration. Boston scientific technical services (ts) discussed possible proximal coil issue and provided troubleshooting options. Attempted to obtain additional information but a local field representative could not confirm if the recommendations or an intervention had been performed. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed; three terminal leg segments were returned. Appropriate setscrew marks were noted on all terminals. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to provide product investigation results.